Manufacturer narrative:
Additional information: g4, h3, h6 complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.

Manufacturer narrative:
The complaint is not confirmed.the device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
It was reported that during a knee surgery the white suture tore while the surgeon has pulled in the device. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.*** 30-mar-2023 update dwfurther information was provided that the implant remained inside the patient and will not be returned.*** 31-mar-2023 update dwfurther information was provided that the defective device was used to finish the surgery successfully.